Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet while readings remained available in the dexcom app, consistent with intermittent communication failure in the bluetooth communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event was attributable to transient communication failure related to the antenna component; guidance to re-pair the sensor restored readings. It was concluded, based on previously established findings for similar reports, that the cause was bluetooth interruption resolved by standard troubleshooting.